Event description:
Caller reported a patient was treated with orange juice and 1.5 amp of d50 based upon an inform system result of 23 mg/dl at 08:30. Same system retest results were 176 mg/dl at 08:37 and 180 mg/dl at 08:39. A lab result at 08:45 was 81 mg/dl. Reported no adverse event. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient's weight was given as (B)(6), facility fax states (B)(6). (B)(4).